Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning blower module. The service technician replaced the blower module and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that palmtop ventilator revel alarmed blower exceeds demand error while connected to a patient. The patient was removed from the unit and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported issue.